Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements. This device was explanted and replaced due to normal battery depletion and the right atrial (ra) lead was replaced. This ICD has not been received for investigation. No additional adverse patient effects were reported.